Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a cockpit restart. The customer confirmed there was no cease in ventilation. No patient harm was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.